Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the mvs was displaying a low frame rate error when a 2d exposure was taken. Found a broken wire on lemo end of umbilical cable. Replaced umbilical cable and performed a system check. Imaging system is operational. The umbilical cable was returned to the manufacturer for evaluation. Analysis confirmed the reported problem "broken wire at the lemo end of umbilical causing low frame rate error". Broken cable wire (pin 1) was found. A communication failure mode was confirmed, with a broken wire in the umbilical cable being the root cause. A full imaging system check-out was completed following system check-out and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system mobile view station (mvs) displayed an error message. The message instructed the user to restart the mvs. The mvs was restarted two times without resolution. The use of the imaging system was discontinued because of this issue. The procedure was completed successfully without the system after a reported delay of 35 minutes. The patient was not impacted.